Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. The stent had detached from the delivery system and was not returned for analysis. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found that the inner wire lumen was damaged and twisted 3mm distal from bi-component bond. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and stent dislodgment occurred. The target lesion was located in the left anterior descending artery. A 2.50x38mm promus element ¿ long drug-eluting stent was advanced but the device was unable to cross through a previously implanted stent. It was then noticed that the proximal stent strut was deformed. The device was completely removed from the patient's body. Moreover, after the device was removed, the stent got dislodged from the delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent damage and stent dislodgment occurred. The target lesion was located in the left anterior descending artery. A 2.50x38mm promus element ¿ long drug-eluting stent was advanced but the device was unable to cross through a previously implanted stent. It was then noticed that the proximal stent strut was deformed. The device was completely removed from the patient's body. Moreover, after the device was removed, the stent got dislodged from the delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.